Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter set was primed for the infusion of thymoglobulin (ratg). When the line was attached to the patient and the infusion initiated, the two components separated and the medication splattered onto the nurse and the floor. There was no patient or staff harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection observed that the outlet port of the filter was broken off and remained inside the tubing sleeve. White stress marks were observed at the corresponding points of breakage. Functional testing was not performed since visual inspection confirmed the customer¿s report. The cause of the leak was breakage at the filter outlet port. The root cause of the broken filter outlet port was not determined.